Manufacturer narrative:
After troubleshooting with the customer, we found that the central monitor would work for a while but communication loss would occur again. Also, the customer was not able to check the network switches at this time. We contacted the customer at a later time and was told that their it department determined that a network switch was the cause of the communication loss.

Event description:
Imp ref#: (B)(4).